Manufacturer narrative:
The event of lead explant and replacement due to lead migration was reported to abbott. Two leads were implanted. No implanted devices were returned for evaluation. The event information pertaining to this incident has been reviewed and no product investigation can be performed as there are no complaint allegations present nor were the circumstances of the event attributed to the implanted system.

Event description:
Nature of incident it was reported the patients lead migrated. As a result, surgical intervention was undertaken during which the lead was explanted and replaced with two leads. Surgical intervention addressed the issue.